Event description:
It was reported a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5.00mm x 2.0cm x 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was used after being able to pass through the non bsc guidewire. However, during the first dilation, it was noted that the balloon ruptured at 8 atms for 20 seconds. The device was pulled out from the sheath and was replaced with another of the same device. No patient complications were reported.